Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, the patient experienced blurry vision at all ranges. The lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for the explant was mechanical defect. There was no patient harm and patient was not hospitalized as a result of this event. In the surgeon¿s opinion, patient had problems with multifocality of the iol and was unable to adapt. Since explantation and iol exchange, patient stated she was feeling very optimistic about her vision for the first time in a long time. Additional information was requested, but further no information was available. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified cartridge and handpiece. The account also indicated the use of a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal company, 15.5 diopter (add power +2.2/+3.2) lens was replaced with an non-company, monofocal lens model. The product was not available for evaluation. Additional information was provided that the surgeon indicated the patient had problems with the multifocality of the intraocular lens and was unable to adapt. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).